Event description:
Drain being removed from abdominal cavity, no resistance encountered but drain separated and distal piece was retained in abdomen. Separation at apparent irregular tear above perforations. Pt had to undergo surgical removal of retained drain. Recovery uneventful, complete.